Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that the rv lead was surgically abandoned as the patient was experiencing chest pounding with pacing and the physician suspected this was related to a micro-perforation. Also, the symptoms were seen with unipolar pacing.

Manufacturer narrative:
Revision to field b5 describe event or problem, f10 device codes and h6 device codes. This supplemental report has been created to capture additional information and information correction.

Manufacturer narrative:
Revision to field b5 describe event or problem, f10 device codes and h6 device codes. This supplemental report has been created to capture additional information and information correction. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Good-faith efforts were made to retrieve the lead; however, it indicated that the lead was surgically abandoned. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that the rv lead was surgically abandoned as the patient was experiencing chest pounding with pacing and the physician suspected this was related to a micro-perforation. Also, the symptoms were seen with unipolar pacing.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that the rv lead was capped as the patient was experiencing chest pounding with pacing and the physician suspected this was related to a micro-perforation. Also, the symptoms were seen with unipolar pacing.